Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: the lens was returned in liquid in the lens vial. Visual inspection found the optic was torn. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a cc4204a intraocular lens, diopter +19.0 into the patient's left (os) eye, the lens was damaged. The reporter states the "lens was implanted into patient and retrieved-was damaged. Multiple injectors failed." "No injury to patient" is reported. This occurred on (B)(6) 2018. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected data: the reporter indicated that while implanting a cc4204a intraocular lens of 19.0 diopter into the patient's left eye (os) the lens was damaged. This occurred on (B)(6) 2018. The reporter stated "lens was implanted into patient and retrieved-was damaged." "Multiple injectors failed." No patient injury was reported. No back-up iol information was provided and it is unknown whether the patient is pseudophakic. (B)(4).